Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was not returned. Clinical specialist stated that the cause of the pump flipping was unknown and it was unknown if the pump was initially sutured down. Per the instructions for use of the device, pump flipping is a known possible risk of use of the device. Internal complaint number: (B)(4).

Event description:
Patient tracking received a tracking form in the mail reporting a catheter revision due to the catheter not being patent. It was reported that the catheter was discarded. Additional follow up communication with the clinical specialist (cs) covering the issue confirmed that the patient had issues with the pump flipping in the pump pocket. As a result of this flipping, the pump was unable to be communicated with. This pump flipping likely caused the catheter to kink and become not patent.